Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The technical support instructed the customer to disconnect tubing, tighten connections, and perform bolus deliveries, which eventually resolved the issue. The customer was advised to replace supplies as necessary and continue with insulin therapy.